Event description:
Treatment included chemotherapy and "clearance of right side axillary lymph node" (which occurred during explant). The events of vertigo, panic attacks, anxiety disorder, and breathlessness were deemed unrelated to the device.

Manufacturer narrative:
Additional and/or corrected data.

Manufacturer narrative:
The events of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information is not available at this time. Reason for reoperation: lymphoma-alcl suspected.

Event description:
Patient representative reports swollen right breast and fluid drained by aspiration, with a diagnosis of alcl. No biomarkers have been provided. Patient additionally repots anxiety disorder, panic attacks, fatigue, breathlessness, and fear of cancer recurrence and death. The device was explanted.